Event description:
It was reported that during an unknown laparoscopic procedure, the device was used on the blood vessel. The surgeon felt something was wrong with the device when the trigger was grasped at the first firing. The deployed clips were not formed properly, so the device was not used for the patient. No bleeding or no damage of the target tissue was observed. When the sales rep checked the device after the surgery, it was found that the jaws were misaligned. The scrub nurse commented that the device was fired well when it was used outside the patient for functionality before use. Another device was used to complete the case. There were no adverse consequences to the patient. The patient¿s condition is stable.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/14/2021. D4: batch # v9599a. Investigation summary the product was returned for evaluation. In addition, a tyvek wrapper was received along with the device. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was returned with no apparent damage in the external components and with three malformed clips inside of a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed seven conforming clips. In addition, the device locked out as intended. The event described could not be confirmed as during testing, the device performed without any difficulties noted. Although the returned clip was found to be malformed, no conclusion could be reached as to the cause of the staple malformation. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation. Do not insert the clip applier through a trocar if a clip is present in the jaws. This may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, then fully release the trigger to release the clip from the jaws before inserting the device through the trocar." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.